Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component could not duplicate the reported issue. The vela main pcba functioned correctly.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the respirator is switched on, there is no screen and no backlight. The customer replaced the power supply and front panel and this did not resolve the issue. The customer later reported that they were able to resolve the issue by replacing the main board. There was no patient involvement associated with this event.